Event description:
It was reported that patient experienced ineffective therapy due to lead migration. As a result, surgical intervention was undertaken at unknown date wherein the lead was explanted to address the issue.

Manufacturer narrative:
B3-date of event is estimated. D6b date of explant is unknown. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.